Event description:
Revision surgery - another companies stem was removed due to it being loose. This led to the surgeon removing our liner along with the competitors products. The djo liner was not the reason for revision surgery.

Manufacturer narrative:
The reason for this revision surgery was to improve hip function after 12.5 years in-vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint from this lot. This event is deemed to be non-product related, the root cause relating to this event could not be determined with confidence. There is no indications of a product or process issue affecting implant safety or effectiveness.